Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the probe was clogged during vitrectomy surgery. It was tried to flush it but was not succeeded. The surgery details and patient impact were unknown. Additional information was received that probe was clogged and could not cut as intended. There was merely a delay of approximately three minutes. The procedure was subsequently completed successfully using another product. There were no intraoperative complications.